Event description:
The hcp stated redness of the device pocket was seen on f/u, in 2001. A culture of the device pocket was obtained which showed no growth, date unknown. The pt was treated with both IV and oral antibiotics, as well as total device explant at another facility. The infection resolved and the pt did not experience drug withdrawal.